Event description:
Complainant indicated that while attempting to defibrillate a patient via electrode pads, the device displayed a "poor pad contact" message. The connection of the electrode pads was confirmed to be secure and a second attempt to defibrillate the patient was made. The device continued to display a "poor pad contact" message. The patient was transported to an emergency room. A second device was attached to the same electrode pads and this device displayed a "poor pad contact" message. The electrode pads were then replaced but the device continued to display a "poor pad contact" message. The energy setting was increased from 30 joules to 100 joules and the device delivered energy successfully. It was indicated that the second set of electrode pads adhered to the patient in the emergency room were expired. It was also indicated that all the electrode pads used during the incident have been discarded and are not available for evaluation. Complainant indicated that the patient subsequently expired; however, complainant indicated that the patient was in asystole and it is not known why an attempt was made to defibrillate an asystolic patient.